Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. A batch review could not be performed as the lot number is unknown.

Event description:
The facility's purchasing manager reported to baxter (B)(4) that the tip of the spike snapped off of an interlink solution administration set when attempting to spike an intravenous fluid bag. There was no report of patient involvement, patient injury, or medical intervention in association with this event. There is no additional information.

Manufacturer narrative:
(B)(4). This issue has been escalated to CAPA. The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted.